Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported on inaccurate readings. Customer states that the rad 8 reads 68 percent o2 but the "patient presentation" was not consistent with this reading. Comparative device (masimo monitor in hospital, no device information available) is always offset by 2 to 10 percent low. Patient weighs (B)(6) kg. Customer uses lnc-10 patient cable. Sensor part and lot code unknown. No consequences or impact to patient was reported.